Event description:
It was reported that the device failed to convert an episode of arrhythmia. After the failed attempt, the device successfully converted the arrhythmia with the next defibrillation shock. The physician did not allege a malfunction against the device and it is anticipated that the device will be reprogrammed to resolve the event. The patient was in stable condition and will continue to be monitored.